Event description:
According to the reporter: the customer reports that allegedly, the device cut the appendix instead of ligatured it. This led to the opening of the caecum on one side and the appendix fell into the cavity on the other side. The appendix was retrieved and the caecum was sutured by separated points of suture. There is no consequence so far for the pt, but the intervention might have been prolonged between 20 to 35 minutes.

Manufacturer narrative:
(B)(4).